Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the manufacturer technical services reviewed the log file and observed a low voltage hazard and no external power events on (B)(6), (B)(6) and (B)(6) 2019. This was caused by power to the mobile power unit being briefly interrupted. The patient was unsure about the circumstances about the event. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the (B)(6) could not be conclusively established. The submitted log files are investigated under (B)(4) . No external power events consistent with a loss of external power to the mpu were captured on (B)(6) 2019 at 08:11am, (B)(6) 2019 at 08:02am, and (B)(6) 2019 at 12:26am. Each of these events were associated with the rsoc values dropping gradually from ~12.8v down to a minimum of 2.5v over approximately 2 seconds. The backup battery (ebb) was active for each of these events. One additional no external power alarm was captured on (B)(6) 2019 that appeared consistent with both power cables being disconnected at the same time (investigated under (B)(4)). The pump speed remained above the low speed limit during the no external power events. Low speed events and pump stops were captured on (B)(6) 2019 (investigated under (B)(4)). A direct correlation between the low speed events, pump stops, and (B)(6) could not be conclusively established through this evaluation. Based on past complaint experience, the low speed events and pump stops could be indicative of a potential driveline issue. The center reported that 1 loss of external power was attributed to a power outage. It was later reported that it was not known if the power cord came loose at the wall/outlet or back of mpu. It was also reported that the mpu has a v-lock connector on the a/c power cord. The mobile power unit serial number (B)(6) was not returned for evaluation and remained in use. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.